Event description:
Asr hip done in 2009. Began to cause pain within the last 3 months. Asr revision reported by sales rep . Left, xl. Reason for revision : acetabular cup loosening and pain. Update - switched around the manufacturing and expiry dates for the head. They are now correct. 2nd feb 2015. Update rec'd 04/22/2015- litigation papers received. Litigation alleges pain, bodily impairment, and high levels of toxic metal in the bloodstream. The existing MDR decision has been reversed and the head, stem, and sleeve are being reported. The complaint was updated on: 04/29/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).